Manufacturer narrative:
An initial examination of the complaint advancer unit was carried out. The advancer could not be wet tested as the fiber optic cable and the air hose cable were cut off and were not returned with the device. The advancer handshake connection was attached to a test catheter handshake connection. A tug test was performed to examine the integrity of the connection as per procedure and a connect / disconnect test was carried out as per procedure. No damage was noted with the unit handshake connections. The advancer was wire guided using a test wire guide and a test catheter unit and no issues were noted. The catheter was wet tested as per procedure and no issues were noted with the catheter unit. The device history record has been reviewed for manufacturing issues and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. It is not possible to determine a definitive root cause due to the damage to the cables of the advancer. A probable root cause is operational context.

Event description:
It was reported that in preparation for an unspecified procedure, unstable speeds occurred. The testing took place with the rotalink plus burr inside of the patient, however no further details are available. The procedure was completed with a different device, and patient status was reported as 'good'. Further clarification provided on 03/12/2009 stated that it was unknown if the speed exceeded the desired speed, therefore this was assessed as reportable.